Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('other organs perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: lawyer's reporter updated, other's reporter added, imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('other organs perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('other organs perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("other organs perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of spontaneous abortion and wisdom teeth removal in 2004 and abnormal uterine bleeding, vaginal yeast infection, vaginal discharge, bacterial vaginosis, spotting between menses, abdominal pain lower, bloating, back pain, smoker (½ pack per day), menometrorrhagia, knee pain, parity 1, multi gravida, nausea, migraine, headache, bleeding menstrual heavy and dysmenorrhea. The patient had a family history of breast cancer (maternal gm), diabetes (grandmother & grandfather), rheumatoid arthritis (mother) and heart disease, unspecified (mother). Concurrent conditions were listed as dyspareunia, cramp in lower abdomen and menometrorrhagia. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2017. The patient was treated with surgery (laparoscopic bilateral salpingectomy and medical device removal). At the time of the report, the outcomes for uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: that the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on (B)(6) 2016: negative for intraepithelial lesion or malignancy. [Hysterosalpingogram] on (B)(6) 2014: findings: the micro inserts are well placed on the right and left sided respectively. The contrast advances to the right cornua without fill or spill or either tube on the left side. There is a bubble in the cornua but there is no passage of contrast into the left tube or into the peritoneal cavity. The patient tolerated the procedure well. [Pathology test] on (B)(6) 2017: exact specimen source/clinical information: left fallopian tube and coil; right fallopian tube coil. Gross description: left fallopian tube and coil. The specimen consists of a fallopian tube with identifiable fimbriated end measuring 8 x 0.5 - 0.8 cm. The proximal margin shows a metal coil inserted in the lumen. Two paratubal cysts are identified ranging in diameter from 0.l to 0.4 cm. The cysts are thin walled and filled with clear fluid. Received in formalin, labeled with the patient's name and right fallopian tube and coil. The specimen consists of fallopian tube with identifiable fimbriated end measuring 6 x 0.7 - 0.8 cm, with one paratubal cyst that is thin walled and filled with clear fluid and measures 0,7 cm in diameter. Also received separately a metal coil measuring 7 x 0.1 cm. Opinion: fallopian tube, left, salpingectomy: fallopian tube with a paratubal cyst. "Essure coil" is identified. Fallopian tube, right, salpingectomy: fallopian tube with a paratubal cyst. "Essure coil" is identified. [Pregnancy test urine] on (B)(6) 2013: negative. [Ultrasound pelvis] on (B)(6) 2016: pelvic pain. To assess position of coils. The uterus is normal in contour. The adnexa are normal. In the proximal fallopian tubes there is a slightly increased echogenicity corresponding to the known fallopian tube coils. There is no evidence of free fluid demonstrated. Opinion: the coils appear to be in normal position. No uterine or adnexal abnormalities demonstrated. If there is a clinical concern about distant displacement of the coils, plain radiographs may be of value here. [Ultrasound scan] on (B)(6) 2013: there is a posterior placenta that is not low, a normal amount of fluid and presently vertex position with the spine posterior. There is a 3 vessel cord and the cranial contents are unremarkable. There is a cisterna magna evident. The upper lip appears intact. A 3 vessel cord is seen. Fluid is seen within the stomach and bladder. 2 kidneys are identified. Impression: single intrauterine gestation with an overall assessment by ultrasound of 19 weeks 5 days giving an estimated due date of (B)(6) 2013 compatible with estimate from previous exam. [X-ray of pelvis and hip] on (B)(6) 2016: findings: bilateral tubal ablation has been performed percutaneously and the linear tubes are in good position. No significant abnormality overlying the pelvis or hips. Conclusion: the tubal ligation coils look to be in normal position. No significant arthropathy about the si joints or hips quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-may-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant conditions were updated. Concomitant drugs were added. New reporters are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("other organs perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of spontaneous abortion and wisdom teeth removal in 2004 and abnormal uterine bleeding, vaginal yeast infection, vaginal discharge, bacterial vaginosis, spotting between menses, abdominal pain lower, bloating, back pain, smoker (½ pack per day), menometrorrhagia, knee pain, parity 1, multi gravida, nausea, migraine, headache, bleeding menstrual heavy and dysmenorrhea. The patient had a family history of breast cancer (maternal gm), diabetes (grandmother & grandfather), rheumatoid arthritis (mother) and heart disease, unspecified (mother). Concurrent conditions were listed as dyspareunia, cramp in lower abdomen and menometrorrhagia. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression").essure was removed on (B)(6) 2017. The patient was treated with surgery (laparoscopic bilateral salpingectomy and medical device removal). At the time of the report, the outcomes for uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: that the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on (B)(6) 2016: negative for intraepithelial lesion or malignancy [hysterosalpingogram] on (B)(6) 2014: findings: the micro inserts are well placed on the right and left sided respectively. The contrast advances to the right cornua without fill or spill or either tube on the left side. There is a bubble in the cornua but there is no passage of contrast into the left tube or into the peritoneal cavity. The patient tolerated the procedure well [pathology test] on (B)(6) 2017: exact specimen source/clinical info: (a) left fallopian tube & coil (b) right fallopian tube & coil. Gross description: (a) left fallopian tube and coil. The specimen consists of a fallopian tube with identifiable fimbriated end measuring 8 x 0.5 - 0.8 cm. The proximal margin shows a metal coil inserted in the lumen. Two paratubal cysts are identified ranging in diameter from 0.l to 0.4 cm. The cysts are thin walled and filled with clear fluid. (B) received in formalin, labeled with the patient's name and right fallopian tube and coil. The specimen consists of fallopian tube with identifiable fimbriated end measuring 6 x 0.7 - 0.8 cm, with one paratubal cyst that is thin walled and filled with clear fluid and measures 0,7 cm in diameter. Also received separately a metal coil measuring 7 x 0.1 cm opinion: a) fallopian tube, left, salpingectomy: - fallopian tube with a paratubal cyst. - "essure coil" is identified. B) fallopian tube, right, salpingectomy: - fallopian tube with a paratubal cyst. - "essure coil" is identified [pregnancy test urine] on (B)(6) 2013: negative [ultrasound pelvis] on (B)(6) 2016: pelvic pain. To assess position of coils. The uterus is normal in contour. The adnexa are normal. In the proximal fallopian tubes there is a slightly increased echogenicity corresponding to the known fallopian tube coils. There is no evidence of free fluid demonstrated. Opinion: the coils appear to be in normal position. No uterine or adnexal abnormalities demonstrated. If there is a clinical concern about distant displacement of the coils, plain radiographs may be of value here [ultrasound scan] on (B)(6) 2013: there is a posterior placenta that is not low, a normal amount of fluid and presently vertex position with the spine posterior. There is a 3 vessel cord and the cranial contents are unremarkable. There is a cisterna magna evident. The upper lip appears intact. A 3 vessel cord is seen. Fluid is seen within the stomach and bladder. 2 kidneys are identified impression: single intrauterine gestation with an overall assessment by ultrasound of 19 weeks 5 days giving an estimated due date of (B)(6) 2013 compatible with estimate from previous exam [x-ray of pelvis and hip] on (B)(6) 2016: findings: bilateral tubal ablation has been performed percutaneously and the linear tubes are in good position. No significant abnormality overlying the pelvis or hips. Conclusion: 1. The tubal ligation coils look to be in normal position. 2. No significant arthropathy about the si joints or hips quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.